Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the pump was explanted in (B)(6) 2019 due to normal battery depletion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse saline. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional (hcp) via a clinical study and a manufacturer¿s representative regarding an im plantable intrathecal pump. The indication for use was other chronic/intract pain (trunk/limbs) and non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.